Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 56 mg/dl and from meter to meter comparison results of 56 mg/dl using meter and 99 mg/dl using another device. The customer's expected fasting blood glucose test result range is 99 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 148 mg/dl and 143 mg/dl using meter. The test strip lot manufacturer's expiration date is 11/27/2020 and open vial date is (B)(6) 2019. Customer just received the test strips on (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 189mg/dl, date: (B)(6) 2019, time: 12:10pm, fasting. Result 2: 56mg/dl, date: (B)(6) 2019, time: 07:22pm, fasting.